Manufacturer narrative:
Findings: a reliability analysis was completed. Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per spec with accurate readings.

Event description:
The customer reported that they have had inaccurate blood glucose versus sensor glucose errors. The blood glucose reading was 49 mg/dl, compared with the sensor glucose reading of 60 mg/dl. After lunch the blood glucose was 235 mg/dl and the sensor glucose was 50 mg/dl. The customer also noted that the insulin pump had alarmed calibration error as well. The sensor will be replaced. Nothing further reported.